Event description:
It was reported when the catheter was placed, the box clamp was used at the hub at the insertion site and the juncture hub was left outside the tegaderm. A few weeks after insertion, the blue hub detached from the catheter. As a result, the catheter was exchanged for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.